Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a motor (rewind issue) issue. It was alleged that the pump rewind stopped prior to completion. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/22/2017 with the following findings: a review of the black box showed call service 078 motor rewind errors. The piston failed to move during the rewind, and the pump gave a motor alarm. The pump was opened to find moisture damage on the printed circuit board. The inability to rewind was due to moisture damage on the motor connector and the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.